Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided by cts through a pump reset, after which the cgm error code did not reappear, allowing the caller to successfully start their sensor session.